Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure dark image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak. A root cause could not be identified. Based on the results of the investigation, since dark image could not be confirmed during evaluation, the cause could not be established. Additionally, water leak due to hole on video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dark image. The issue was found during reprocessing. There were no reports of patient involvement.